Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 552 mg/dl. The customer expressed the following symptoms: extreme thirst and frequent urination. The customer attempted to treat with a bolus, but he received a no delivery alarm. Standard troubleshooting was performed. The insulin pump functioned according to specification. The customer had some incorrect settings, which were corrected. The product is not being returned. Nothing further was reported.